Manufacturer narrative:
The manufacturer information for this device has been corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02246. It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. A blood patch was performed during the procedure resolving the issue.

Manufacturer narrative:
A blood patch was performed during the procedure resolving the issue. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.